Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2015, product type: catheter; product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2015, product type: catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported that the actual residual volume was greater than expected. The actual volume was 8-9ml and the expected volume 2-3ml. The cause of the discrepancy was unknown. Diagnostics/troubleshooting included checking the logs and x-rays. Per the reporter the healthcare provider stated that the patient had been experiencing increased pain of the past couple of months and there had been more left in the pump than expected. The patient had also been experiencing underdose symptoms. The patient had a loss of therapy. The pump was explanted. The patient status at the time of the report was indicated as alive no injury. Additional information later received from the hcp reported that the patient was seen for an refill visit on (B)(6) 2015. The patient had reported that they had been having a lot of increased pain issue. Per the office visit notes the hcp did a dye study and it did indicate the patient had significant amount of fluid in the intrathecal pump. In addition it did indicate that they were unable to aspirate csf. There was also significant difficulty in administering medication via the side port. A post dye study CT scan did not indicate any granuloma formation. The hcp hoped that by changing the concentration of the medications and increasing the flow rate they would be able to try and improve the situation. During the last visit the hcp had changed a concentration of morphine to try and see if this would help improve the situation. On the day of the refill the total amount of fluid withdrawn from the pump was about 9ml. Per the hcp this was the fourth time this had happened. The hcp had stated that it would be appropriate to replace both the intrathecal catheter and the pump. The hcp would make arrangements for the surgery to be done before the next refill which was scheduled for (B)(6) 2015 and would refill the pump with a higher concentration that hopefully would get the patient much better pain control. The patient recovered without permanent impairment. The pump was used to deliver morphine, clonidine and bupivacaine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the pump revealed pump motor gear train anomaly, corrosion and or wear and or lubrication, stall due to shaft bearing. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.